Event description:
Customer provided vague report that medication remained in the 250 ml bag at the completion of the secondary infusion. No details regarding dates of events or medications or product, or clinical contact provided, all info is anecdotal as there are no written reports of any events. There was no report of pt harm or medical intervention. Although requested, no add'l event/ patient details were provided. (B)(4).

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.